Manufacturer narrative:
(B)(4) received 42 pcs 454322 / a21073ya for evaluation. No customer pictures were received. We have no remaining inventory for the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a check of all relevant process parameters did not reveal any deviations which could be associated with the reported error. The provided samples were tested regarding the draw volume and the amount of additive. All parameters remained within the +/- 10% tolerance range. In addition, the position of the level mark and the mixing ratio between additive and draw volume was checked. All parameters were within the tolerance range. The alleged malfunction could not be duplicated.

Event description:
Customer states tubes do not fill to fill line. This caused 4 patient recollects. One phlebotomist has reported it. The fill is under the bottom of the fill arrow/min line. The phlebotomist confirmed that she is holding the tube in the older with thumb until tube is completely filled. No pictures available. They have 43 tubes of lot left for return.